Event description:
It was reported that the patient presented to the emergency room, she felt something in her chest. Upon being evaluated it was noted that the atrial.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.